Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure 403:317:871:0000 was confirmed but not duplicated by baxter service personnel. The root cause of this condition was determined to be a defective user interface module printed circuit board. The user interface module printed circuit board and u65 software were replaced to correct this condition. This involved a colleague p1.5 infusion pump with a user interface module software version of 6.13.92. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Per the customer, the device is available for evaluation; however, the device has not yet been received by baxter. Should the device or additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump with failure code 403. It is unknown when, or in which care area, this event occurred. This condition has the potential to interrupt delivery. The facility representative stated that there was no information regarding patient involvement, however, patient injury or medical intervention was not reported to have occurred. No additional information is available. The user interface module software version is unknown at this time.